Manufacturer narrative:
Block d4, h4: the complainant was unable to report the serial number; therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass digital controller were used during the biliary lithotripsy procedure performed on (B)(6) 2023. During the procedure, after the stone was crushed with electrohydraulic lithotripsy (ehl), the plastic stent migrated. They tried to retrieve it with spybite or spy basket; however, the image got distorted and then disappeared. The spyscope ds ii was removed from the endoscope, and the screen display appeared as if the problem was resolved. The spyscope ds ii was inserted again into the endoscope, but the same problem occurred. The procedure was not completed due to this event and was rescheduled for another day. There were no patient complications reported as a result of this event.